Event description:
Registered nurse (rn) was preparing to access patient's port-a-cath, using the gripper micro huber needle. While preparing the needle and attempting to flush with normal saline, rn was unable to flush. Device was discarded and another gripper micro huber needle was used.